Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign: UK. Review of the most recent repair record determined that the ratchet head was stuck to the unit due to its damage. The bottom roll, comb, gear, spring pin, and ratchet gear were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after surgery the skin graft mesher handle was identified as being welded to the mesher console itself. The handle cannot be removed. There was no patient involvement. During device evaluation, the comb was damaged. Diligence is complete. No additional information is available.